Manufacturer narrative:
The zoll quattro catheter was not returned to zoll for evaluation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
On the second day of the ivtm therapy, the customer noticed a decreased level of saline in the bag. The quattro catheter (lot# 175344) and the suk tubing were tested, however, no external saline leak was observed. A catheter leak was suspected and confirmed later as the customer discovered the presence of blood in the balloons after quattro catheter removal. A second catheter (icy catheter) was successfully placed to continue ivtm therapy. No consequences or impact to the patient.

Manufacturer narrative:
The reported complaint about the quattro catheter (lot # 175344) leak was confirmed. During the functional leak test, a pinhole leak was observed at the proximal end of the distal balloon. The probable root cause of the pinhole leak was a latent material defect. The customer followed the IFU and did not replace the saline bag prior to the leak investigation. A visual examination of the returned catheter was performed and found no physical damage to the catheter. Dried blood residue was observed in the balloons and the luered tubings. Functional testing of the returned catheter was performed. All infusion ports were flushed without resistance, except the medial luered tubing due to blood clogging the line. The catheter was connected to a pressurized inflation device, the balloons were fully inflated when pressurized up to 100 psi. Immediately upon pressurizing the catheter, a pinhole leak was observed at the proximal end of the distal balloon. Thus, confirming the customer complaint. It is unlikely that the defective catheter was shipped. During manufacturing, all catheters are 100% inspected for leaks by subjecting them to pressure testing. Only units that passed are moved to the next process. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaint reported for the quattro catheter with lot number 175344.